Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had alleged under delivery. The customer's blood glucose was 250 mg/dl at the time of incident. Customer also stated that troubleshooting was performed for under delivery. The reservoir will not be returned for analysis.